Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle piece in future? What tissue structure the needle was located? Was more than half the needle retained in the patient? What is the surgeon's opinion of consequences to the patient? Was there any adverse consequence associated with the patient? Please provide the lot number: please confirm the product code:

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the needle got lost in the patient's abdomen. The product was already discarded. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/25/2022. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested--any further information was unavailable. If any additional information is received, a supplemental medwatch report will be sent. Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle piece in future? What tissue structure the needle was located? Was more than half the needle retained in the patient? What is the surgeon's opinion of consequences to the patient? Was there any adverse consequence associated with the patient? Please provide the lot number: please confirm the product code:

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/3/2022. H6 component code: g07002 no device returned. Additional information was requested, the following was obtained: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? - no. Were x-rays taken to locate the needle piece(s)? - yes. What measures were taken to retrieve the piece? - n/a was there any additional tissue damage as a result of searching for the needle piece? No. Does a piece of the needle remain in the patient¿s tissue? - I don't know. The doctor didn't let me know about it. Attempts are being made to obtain the following information. If further details are received at a later date a supplemental medwatch will be sent: is the needle retained? Did the x-ray locate the needle piece(s) in the patient¿s body? If the needle was located on x-ray, where or in what structure was it seen? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail was more than half the needle retained in the patient? If the needle piece is retained, are there plans to remove it? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.